Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 135 mg/dl. The customer stated that the drive support cap appears normal. Customer advised that her device was exposed to a MRI for a few seconds. Customer advised that she received motor error and e70 alarm on the device. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test and unable to confirm alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.